Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient b3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller is meeting with the patient who reported never being able to connect to ins since implant -stuck on finding it and that the ins is depleted. The patient would like to use the ins. The patient referenced a "recall" from march 2021 and we reviewed content. Caller states the ins is superficial and even with skin, not tilted. Will request recharger (rtm) for patient. Additional information was received from a patient regarding an external device. The reason for call was patient reported they are not able to connect to ins to charge the implanted neurostimulator since the day of implant. Patient stated they went to the hospital to have the device x-rayed and everything was fine but they are still having issues with charging the device. Patient stated the controller screen will keep circling and looking for device. Patient stated the rtm is defective. Patient stated they saw a recalled message on facebook on the recharger (rtm) 2-3 months ago. Patient stated the recalled for rtm was march 2021. Patient stated they have never been able to charge the implant. Patient service confirmed there is no visible damage to the recharger cord. Agent confirmed the rtm does not heat up when recharging the ins. Agent reviewed recall information. Patient services specialist asked patient to connect with the controller and patient said they cannot find the controller right now, its' somewhere around their house. The issue was not resolved. An email was sent to the repair department to replace the recharger device. Rep called back and was with pt at the time of call. Caller stated that pt received a replacement recharger and is still unable to advance past passive recharge mode to begin charging their ins in a normal state. Caller explained that pt has always experienced this issue since they were implanted with their ins and has never been able to use the device. Agent compared the recharger serial number to ensure that they are using the replacement recharger. Technical services (tss) instructed caller to go into tech mode with the controller and disable and re-enable via tech mode. Caller confirmed that they were able to begin passive recharge mode but were unable to advance past it to begin charging the ins. Tss sent an email to repair to replace the controller as a means to rule out external equipment. Tss instructed caller to continue to work with pt's doctor if the replacement controller does not resolve the issue. Technical services (tss) sent email to caller to see if replacing controller helped patient (pt) charge normally. Also asked about whether pt had had any trauma or procedures around the time the issue started. Additional information was received from the manufacturer representative (rep). Rep reported that the replacement controller did not resolve the issue. The were unable to read logs or communicate with the implant. The patient has been referred to a surgeon for an explant. Tss responded to caller asking that insbe sent back to mdt.

Event description:
It was reported that implantable neurostimulator (ins) replacement is scheduled for (B)(6) 2024. From standard session report, it was observed that device battery has depleted to the point of therapy unavailability in the time since the last session.

Manufacturer narrative:
H3: analysis information - product ID# 97715, serial no. (B)(6) . The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.